Event description:
It was reported that the pacemaker and the right ventricular lead were explanted on (B)(6) 2017 due to an infection. A new pacemaker and a right ventricular lead were implanted on (B)(6) 2017 after an infection treatment. Both extraction and implant procedure were completed without any complications.